Manufacturer narrative:
(B)(4). Batch #: t5dy56. (B)(4). Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh33a device arrived with no apparent damage, with 6 partially form staples in the pockets and 6 partially form stuck on the knife, the breakaway washer was uncut and without marks. The device was reloaded with staples and tested with the returned washer for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples meet the staple form release criteria. It should be noted that product failure is multifactorial. The event reported was confirmed and it is related to an improper use of the device. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, before firing the device the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an open anterior resection, the firing force was higher than expected at the 1st firing. The device did not clamp anything like a clip. The device was used between the colon and the rectum. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.